Event description:
It was reported that during a routine rc shoulder repair the suture bridge on the above anchor fractured. The twinfix awl dilator had been used to prepare the anchor bone bed. The anchor was left implanted in the patient and is not available for analysis.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.